Manufacturer narrative:
Summarize the customers complaint of the device failing to alarm was confirmed and replicated with the returned administration set. The pcu device was not received therefore programming parameters could not be determined. The device was observed to be in idle state from 17 february 2021 at 6:41 am to 19 february 2021 at 10:18 am. Visual inspection observed the received administration set fused from the upper occluder to the lower occluder fingers. Laboratory testing of the returned administration set found the fused tubing cause a type of blockage that the pump module did not detect. Asm testing and laboratory testing observed the pump module alarming as required for occlusions and delivering fluid as expected. Inspection of the returned pump module observed no anomalies. According to ra 10000167998, fused tubing is the result of leaving tubing in the pumping chamber for an extended period of time and can result in a vacuum leading to no infusion therapy provided, and no occlusion detection alarm indication. The pump chamber blocked tip sheet (dir 10000124306) instructs the user as follows: cause: if the tubing inside the pump is held under fixed compression for a prolonged period of time, it will fuse closed on occasion. Solution: remove the tubing from the pump module and massaged the tubing from top to bottom to restore the flow. Reload the set and restart the infusion. If flow is not established change the set. Prevention: load tubing into the pump shortly before the infusion starts. If the tubing has been closed in the pump for many hours, it should be check for possible occlusion prior to starting the infusion. The system was being used for treatment purposes. The root cause of the reported device failing to alarm when the IV set became occluded was found to be the result of a fused pumping segment tubing that caused blockage that the pump module did not detect. The probable cause of the reported fused tubing condition in the disposable set can be attributed to the disposable set being left in the pumping chamber for an extended period of time resulting in the pumping segment becoming crimped/fused. Sample inspection: the pump module was received with instrument seal intact. The right (male) iui was observed with corrosion. Internal inspection observed no anomalies with any of the electrical or mechanical components and the bezel assembly was observed with date code of february 2020. The received primary administration set (2426-0500) was observed with fused silicone tubing from the upper occluder to the lower occluder fingers. Log analysis results: the pump module error log recorded no error messages or malfunctions. There were no recorded occlusion alarms on the reported incident date. The pcu device was not returned therefore programming parameters could not be determined. The device was in idle state from 17 february 2021 at 6:41 am to 19 february 2021 at 10:18 am. Log review was performed on the day of the reported event date of 19 february 2021. The pump module was selected for programming, a rate of 3.75ml/h and a vtbi of 131ml was programmed and started. From 11:10 am to 11:20 am the pump module rate was increased five times (18.75ml/h, 28.12ml/h, 37.5ml/h, 56.25ml/h and 93.75ml/h) and the infusion restarted each time. At 11:24 am the pump module was paused; the rate was changed to 121.5ml and the infusion was started. From 11:40 am to 12:11 pm the pump module¿s rate was increased four times (93.7ml/h, 112.5ml/h, 140.6ml/h and 168.7ml) and the infusion was restarted each time. At 12:14 pm the pump module was channeled off. Test results: laboratory testing confirmed that the fused administration did not alarm for occlusions or deliver fluid. Testing performed using a lab administration set, observed the pump module alarming for occlusion when the set was clamped above and below the pump. With no induced occlusions, the pump module was observed delivering fluid. Asm testing found the device operating in specification. Test methods: n/a. Root cause: the root cause of the reported device failing to alarm when the IV set became occluded was found to be the result of a fused pumping segment tubing that caused blockage that the pump module did not detect. The probable cause of the reported fused tubing condition in the disposable set can be attributed to the disposable set being left in the pumping chamber for an extended period of time resulting in the pumping segment becoming crimped/fused. Device history review: a review of the device history record showed the device had a manufacture date of 02/14/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that during a continuous norepinephrine infusion at a of (8mg/250 ml) with unspecified additional bolus doses, the nurse observed that the device failed to alarm when the IV set became occluded. The event occurred in critical care unit. It was later reported that the customer cannot locate any evidence of patient on "increasing norepinephrine requiring second pressors , or with poor patient outcomes due to the event". Other infusions at the time of the event included: amiodarone, basic primary infusion and a propofol infusion. The customer stated that the IV tubing was placed correctly at the time of the event per photo received.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during a continuous norepinephrine infusion at a of (8mg/250 ml) with unspecified additional bolus doses, the nurse observed that the device failed to alarm when the IV set became occluded. The event occurred in critical care unit. It was later reported that the customer cannot locate any evidence of patient on "increasing norepinephrine requiring second pressors , or with poor patient outcomes due to the event". Other infusions at the time of the event included: amiodarone, basic primary infusion and a propofol infusion. The customer stated that the IV tubing was placed correctly at the time of the event per photo received.